Event description:
The patient reported that in 2007, she was hospitalized for low blood glucose levels. She stated that while she was getting things ready to go on vacation, her blood glucose started to drop, so she drank some orange juice. She stated that around 4:50 pm. She checked her blood glucose and her reading was 57 mg/dl with her normal readings being 90 - 100 mg/dl. She said, "I don't remember if I ate anything or drank anything." She stated the next thing she remembered was waking up in her living room with 6 paramedics standing over her. She stated her blood glucose was so low, it didn't register on the paramedics' meters. She stated she was immediately put on an IV, but it took a while for her to come around. They transported her to the hospital where she stated she was treated for hypothermia and atrial fibulation. She stated she was released from the hospital on two days later. During troubleshooting, the patient stated she has not received any occlusion alarms. She mentioned that when her infusion device showed there were 83 units of insulin left in the cartridge, she looked at the top black line on the plunger and it appeared there were only about 60 units left. She also mentioned that before the incident, she had a couple of incidents where it appear her infusion set tubing was already primed and insulin came out very quickly. She stated she has discarded these tubings. The patient stated she was busy packing the day of the incident and could have been too active which caused her blood glucose to drop. She said, "I'm not saying it's the pump, it could have been my own mistake." The patient stated she is currently using her infusion device and is feeling fine with normal blood glucose readings. The product was replaced and requested to be returned for evaluation.